Manufacturer narrative:
This reported event and subsequent repairs were investigated through the service repair process. Failure data and parts-used information were reviewed for the sap and track wise files and found relevant to the service repair. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The device was returned for service issues similar to the complaint or the service history. The database showed no quality notifications were opened for the device. CAPA reference: (B)(4). The customer stated that there was no patient involvement. Replaced broken door latch sear for safety clamp open error and replaced both corroded iuis.

Event description:
(B)(4).

Event description:
Barrel clamp assy- damaged/cracked, iui- corrosion, case rear- damaged/cracked, case front- damaged/cracked. 05/17/2018 09:23:32 (B)(6). There was no patient involvement. Depot service 05/29/2018 12:45:57 (B)(6). (B)(4).